Manufacturer narrative:
Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 5147081, model/catalog description:linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). Device evaluation indicated that the lead was cleanly cut approximately 44.5 cm from the distal end of the lead and the proximal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body.